Manufacturer narrative:
Sc-1132 sn: (B)(4). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The root cause of the burning sensation at the pocket site could not be determined. The root cause of the patient¿s pocket pain could not be determined. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies. Sc-8216-70 sn: (B)(4). Only proximal ends of the paddle lead was returned. The damage was a result of a typical explant procedure and it was not considered a failure.

Event description:
A report was received that the patient had burning at the pocket site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had burning at the pocket site. The patient underwent an explant procedure.